Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused problems with circulation and exhaustion, high blood pressure and palpitations. The patient did report to receive medical intervention and have seen a pulmonologist and receiving medical treatment twice a year with no further diagnosis. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of a CPAP device's sound abatement foam became degraded and caused problems with circulation and exhaustion, high blood pressure and palpitations. The patient did report to receive medical intervention and have seen a pulmonologist and receiving medical treatment twice a year with no further diagnosis. Despite multiple attempts on 9/08/2022, 9/14/2022, 9/21/2022, the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Codes in section h6 were updated.